Event description:
Allegedly revised due to pain. Pt has metal on metal articulation. Cobalt level 3.2 and chrome level 2.3. No evidence of pseudotumor on mars MRI. Alval score 7 - moderate.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01978, 01979, 01980.